Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient with lumbar disc herniation underwent an unspecified spinal procedure. Intra-op, there was a set screw found slipped and could not be used. The surgeon had to replace it with another one to complete the surgery. The patient's current state is normal

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.